Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the implantable cardioverter defibrillator (ICD) delivered 4 inappropriate shocks for atrial fibrillation (af) causing the patient to feel anxious about their device. Programming changes were implemented. The patient was in stable condition.